Event description:
It was reported that patient had cataract surgery and post treatment was unhappy with the sharpness and quality of her distance vision and felt unable to see fine print from 60-30cm. Patient reported post-op longstanding history of dry eye issues despite no pre-op documentation of it and excellent pre-op itrace aberrometry analysis. There was no issue with the lens and no use error. Lens was explanted. The patient was temporarily impaired. The bscva pre-op was: 20/40 and the bscva post-op was: 20/30 after the odyssey explant, a monofocal lens was used. Post monofocal implantation there was significant improvement in the patient¿s perception in the quality of vision at distance. Patient is an avid fly fisherwoman and was unable to tie fly fishing lures with the original odyssey iol lens but is very pleased with the iol exchange and catching lots of fish on her fishing trip; uses over the counter readers to tie her fishing lures. No other information is available.

Manufacturer narrative:
Section a2, a3b, a4 weight of patient: unknown/ asked but not available. Section e1:surgeon's email address and phone number: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.